Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that following an uncomplicated cataract surgery with an intraocular lens (iol) implant procedure, a patient experienced cloudy vision within six hours of surgery. On post-operative day 1, the patient had 20/70 vision, mild conjunctival injection and severe anterior chamber reaction with hypopyon and fibrin. The patient was referred to a second surgeon for a vitrectomy and intravitreal antibiotics. Nothing grew on the cultures from the vitreal biopsy. Additional information was provided by a nurse, who reported that the initial cataract surgery with iol implantation was the first case of the day. An unplanned vitrectomy was performed after the initial iol procedure. There are two medical device reports associated with this patient. This report is for the iol.

Manufacturer narrative:
Product manufacturer site updated due to receipt of the lot#. This manufacturer report number has been corrected and reported under MFR report 9612169-2016-00121. (B)(4).